Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in the set) was not confirmed. The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative explained the alarm and had the hp close the clamps and cycle the power to clear the alarm. There was no patient injury or medical intervention reported.